Event description:
Device issue #1: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed, a second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Device #2: part #12673-03, lot #89026-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.